Event description:
It was reported that this right ventricular (rv) lead had exhibited low amplitude due to dislodgement confirmed though chest x-ray resulting in pericardial effusion. This lead remains in service. No adverse patient effects were reported.